Event description:
The pt experienced redness, swelling, and drainage. The device system was removed due to infection. The primary location of the infection was the lead track. The pt did not have meningitis. The pt was treated with unspecified intravenous and oral antibiotics. The infection resolved and the pt recovered without sequela. See MFR's report # 6000153-2008-03116.

Manufacturer narrative:
No device analysis can be performed at this time. The device was lost during transport between MFR facilities for decontamination. An exhaustive attempt was made by the MFR to locate the device; however, the investigation was unsuccessful.